Event description:
Immediately after placing a peripherally inserted central catheter (PICC) in the right arm, a hep-flush colution was administered (5cc). The pt stated she felt "funny", flushed, with perioral tingling, chest pain (5/10) and shortness of breath. The pt's vital signs remained normal. No treatment was given other than o2 by nasal cannula. In about 5-10 minutes, all symptoms resolved. Pt has had hep-flush solutions before without difficulty.